Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of broken seal from the motor, and receiving a compromised force sensor system alarm on his son's insulin pump. The customer's blood glucose level at the time of incident was 309mg/dl. Troubleshoot was conducted, and it was noted that the drive support cap was sticking out. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. The father sates that he had accidently switched devices with his son, but then they had switched back. The father states the customer was going to the emergency room to treat for high blood glucose levels. Troubleshooting for the high levels was denied.

Manufacturer narrative:
Customer's father states he and his son both have a pump and they accidentally pumps switched. The customer's son was on the pump with alarm on (B)(6) 2015 not the father, unable to verify serial number as pump because it was already returned. Found the son was using pump on (B)(6) 2015 and had high blood glucose of over 600, however registered hi and he also had low blood glucose and pump had an alarm but the insulin pump was the dads pump. Follow up on customer's father statement that customer was going to the hospital, the customer did have dka however, the father stated they were able to treat the son at home. The customer's son had juice when he went low, the lowest was about 50 and they treated for the high blood glucose by switching pumps back. The customer's son is on his own pump and it was working pump and they did do a set change, now the customer's son blood glucose have been ok.